Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately following a routine generator change, it was noted via x-ray that the right ventricular (rv) lead connector pin was not fully inserted past the setscrew grommet. The pocket was reopened and the lead was disconnected and reinserted. Visual and fluoroscopic confirmation of lead insertion was performed with normal specifications. The rv lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.